Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during patient treatment cardiosave intra-aortic balloon pump (iabp) unit switched to standby mode and having software performance error and unable to configure the touch screen controller device.

Manufacturer narrative:
Updated fields - b4, d8, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) updated the software version to d.01, drive regulator calibration, display and touch screen tests, compressor cycling tests, compressor output tests and all manifold tests.

Event description:
N/a.